Manufacturer narrative:
The failure investigation has been completed and the alleged usb port charging issue could not be verified. No usb cable was received for investigation therefore no evaluation could be performed for the usb cable allegation.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump, resulting in the pump shutting off. Reportedly, customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. A new charging cable was sent to the customer. There was no reported adverse impact to the customer's blood glucose level.